Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported there was no patient death and no patient injury. It was noted the patient resolved without sequelae.

Manufacturer narrative:
(B)(4). Analysis of the first extension (s/n (B)(4)v) found the body outer insulation had breached depression. Analysis of the second extension (s/n (B)(4)) found the body outer insulation had breached depression. Analysis of the adapter (lot# n336774) found no significant anomaly, the body outer insulation was melted.

Manufacturer narrative:
Concomitant products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v433191, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n336774, implanted: (B)(6) 2014, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during clinic programming the impedances were deemed low, in the 300 ohms range, by the neurologist at electrode 1 on the right side. This electrode gave patient symptom relief at first, but lost efficacy quickly. The neurologist believed the low impedances were the problem and recommended an extension revision. During surgery, the extensions were replaced and the adaptor was explanted because it was not needed. Four days later it was reported that the patient was receiving effective therapy.